Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-06855.

Event description:
Customer reported, the insulin pump was going into threshold suspend because of inaccurate sensor readings. Customer blood glucose was 140 or 130 mg/dl and sensor reading was 50 mg/dl. Threshold suspend limit is set at 60 mg/dl. Customer was advised how to properly calibrate the sensor. Customer also stated, his sensor glucose was stuck around 40 mg/dl currently. Troubleshooting for lost sensor, calibration error and sensor glucose vs. Blood glucose was performed. No further information reported.